Event description:
It was reported that during an angioplasty procedure, the guidewire became wrapped around the maverick2 monorail balloon. The balloon was being used to treat a lesion located at a bifurcation of the proximal circumflex (cx) and proximal ramus. The physician double wired the cx and ramus. The guidewire became wrapped around the balloon which then started to accordion. This caused the balloon to "shear a little bit but it did not shear off." Once the physician felt resistance, it was decided to remove everything as one unit. The physician put down two new wires and went on with the case successfully. No patient complications were reported. Patient's status listed as "ok."

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the device was not returned a root cause analysis could not be completed. The cause of the difficulties stated in the complaint could not be determined. The device history records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.